Manufacturer narrative:
Codes added: ischemia (e0509), arrythmia (e0601). These changes are reflected in h6. Codes removed: ventricular fibrillation (e060110), ventricular tachycardia (e060109). Clinical assessment: the patient was a 56-year-old male who was admitted due to an acute myocardial infarction complicated by cardiogenic shock. Before, during, and after the implantation procedure, he experienced repeated episodes of ventricular fibrillation. In total, he required approximately thirty defibrillation shocks as well as extensive medical therapy to stabilize the situation. The ventricular fibrillation was successfully brought under control. A pacemaker remained active, and no additional episodes of ventricular tachycardia or ventricular fibrillation occurred after the pacemaker therapy was initiated. The patient was supported with veno-arterial extracorporeal membrane oxygenation, and the clinical team had begun the process of gradually reducing this support with the goal of discontinuing it as soon as possible. At the same time, the flow of the impella 5.5 device was being increased. Heparin-induced thrombocytopenia was confirmed, and therefore anticoagulation therapy was switched to argatroban. The patient remained intubated and mechanically ventilated and did not regain consciousness. Gastrointestinal ischemia, which led to abdominal bleeding was reported. Due to the absence of a viable clinical prognosis, the medical team decided to terminate further therapy.according to clinical information available, the patient ultimately died while being supported by the impella 5.5 device.

Manufacturer narrative:
Corrected information was provided in h6 (health effect - clinical code). Upon review, it was identified that arrythmia code was removed based on the statements describing the patient¿s status before and after insertion.

Manufacturer narrative:
Corrected information was provided in b1 (date of death). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (primary UDI number). Upon review, the section d UDI number has now been updated. Corrected information was provided in d7a (is this a single-use device?). Upon review, the section d is this a single-use device, has now been updated. Corrected information was provided in d10 (concomitant product). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in g1 (manufacturing site name). Upon review, it was identified that it was inadvertently omitted from the initial report. Additional information was provided in b5 (event description). Upon review, it was added due to new information received. Additional information was provided in h6 (health effect - impact code). Upon review, it was identified that the surgical intervention code has been added to this report. Recaptured codes on h6 (health effect - clinical code). H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was unable to be determined due to insufficient clinical details. The cause of the injury was not determined due to insufficient clinical details.

Event description:
Additional information was received indicating that the patient experienced recurrent ventricular fibrillation before, during, and after the implant, requiring approximately 30 defibrillation shocks and medical therapy for arrhythmia control.

Manufacturer narrative:
Section d4 catalog number was corrected. Section d4 serial number was corrected. The cause of the injury was not determined due to insufficient clinical details.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. The patient experienced episodes of ventricular fibrillation (vf) before, during, and after the implant procedure. A total of approximately 30 defibrillation attempts were required, along with medical therapy, to stabilize and control the situation. The clinical course was complicated by gastrointestinal ischemia that progressed to abdominal bleeding. Due to the poor overall prognosis, therapy was ultimately withdrawn. The patient expired.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.